Event description:
It was reported by the mother of the vns pt that the pt began experiencing sleep apnea, ambulation difficulties, painful stimulation in the chest, dizziness, flushing in the face, dyspepsia, and increase in seizures above baseline about 3-4 years ago but was unsure of their relationship to vns. Attempts to further info from the pt's physician have been unsuccessful to date. No device failure is suspected. It has been noted that surgery to replace the pt's generator prophylactically is possible.